Event description:
It was reported to philips that the system is down and not corresponding with the ECG. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on a heartstart mrx device indicating that the system is down, not corresponding with ECG. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The device remains at the customer's site. No further action is warranted at this time.